Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support's thorough investigation of the database application logs found no failed login events in the user's sso logs. This suggests that the user was either not connected to the internet/carelink during login attempts, or was entering an incorrect username, preventing login events from being registered under their carelink account. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version (B)(4). (Most likely) root cause: most likely invalid credentials due to user error. Analysis summary: no logs or evidence of a carelink fault or error found. Helpline reported issue was resolved and user was able to login again medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from other device to software as the customer was unable to connect to carelink through guardian connect application. The customer reported no adverse event. The event involved product(s) mmt-8201. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8201.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation/testing summary: an attempt to reproduce the issue was not performed as it was not necessary to confirm issue. Issue was confirmed through database application logs. The software support team's thorough investigation of the database application logs found no failed login events in the user's sso logs. This suggests that the user was either not connected to the internet/carelink during login attempts, or was entering an incorrect username, preventing login events from being registered under their carelink account. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the (B)(4), version pch00112475. (Most likely) root cause: the most likely root cause is user error, with incorrect login credentials being used. Analysis summary: helpline reported issue resolved, user confirmed no further assistance was required. Esf number: afc code: fb35af other device setting issue software requirement document number: (B)(4). Client system/application version: carelink personal, 14.11. Investigation completion date: 03/jun/24 3:07 pm. Carelink personal, 14.11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.